Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler and the patient¿s death. The cause of the patient¿s death cannot be determined; however, it was confirmed there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiac disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing a cycler passed away while connected to the cycler. There was no specific allegation this event was due to a deficiency or malfunction of the cycler in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient expired at home due to an unreported cause. It was affirmed the patient was connected to the cycler at the time of death and was found unresponsive and pulseless by family. It was unknown if emergency services were activated, but the patient was pronounced deceased at home. The patient had a significant cardiac disease history, previously requiring open-heart surgery (exact date of procedure unknown), that was reported to be the likely cause or a contributor to the death. Additionally, the patient had a gangrenous lower extremity due to diabetic neuropathy that had worsened when the patient was last seen in the clinic on (B)(6) 2023. It was confirmed there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any product(s) or device(s).

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing a cycler passed away while connected to the cycler. There was no specific allegation this event was due to a deficiency or malfunction of the cycler in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient expired at home due to an unreported cause. It was affirmed the patient was connected to the cycler at the time of death and was found unresponsive and pulseless by family. It was unknown if emergency services were activated, but the patient was pronounced deceased at home. The patient had a significant cardiac disease history, previously requiring open-heart surgery (exact date of procedure unknown), that was reported to be the likely cause or a contributor to the death. Additionally, the patient had a gangrenous lower extremity due to diabetic neuropathy that had worsened when the patient was last seen in the clinic on (B)(6) 2023. It was confirmed there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any product(s) or device(s).

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received with reduced dwell time) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The teach pump test passed. The patient sensor check passed. The patient sensor calibration passed. An internal visual inspection of the returned cycler revealed dried fluid under the pump ssembly on the bottom cover. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record did not reveal any issues or problems related to the reported symptom code(s).in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing a cycler passed away while connected to the cycler. There was no specific allegation this event was due to a deficiency or malfunction of the cycler in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient expired at home due to an unreported cause. It was affirmed the patient was connected to the cycler at the time of death and was found unresponsive and pulseless by family. It was unknown if emergency services were activated, but the patient was pronounced deceased at home. The patient had a significant cardiac disease history, previously requiring open-heart surgery (exact date of procedure unknown), that was reported to be the likely cause or a contributor to the death. Additionally, the patient had a gangrenous lower extremity due to diabetic neuropathy that had worsened when the patient was last seen in the clinic on (B)(6) 2023. It was confirmed there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any product(s) or device(s).